Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace teflon pads fell off. The user completed the procedure with using a backup harmonic ace no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no instrument collision and no fragment fall into the patient. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained. Image(s) and/or video clip(s) associated with this reported event were submitted for review. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the picture is extremely blurry but the teflon pad appears to be dislodged and has slid downwards towards the proximal pad.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and was found to have teflon pad damage. The teflon pad was missing at the distal end of the pad. The teflon pad was also torn at the proximal end of the pad. There was material missing as a result. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.